Event description:
On (B)(6) 2013, the patient contacted animas alleging that ever since the pump was exposed to x-ray and MRI on (B)(6) 2013, he has been experiencing erratic blood glucose (bg). The patient reported low bgs down to 35mg/dl and elevated bgs up to ¿high¿ (>600mg/dl). The patient reported becoming confused with low bgs and feeling ¿terrible¿ with elevated bgs. The patient reportedly treats low bgs with juice with assistance of another person, and treats high bgs with insulin injections. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/20/2013 with the following findings: a review of the pump history indicated insulin delivery totals correctly reflected programmed values. A review of the black box and alarm history indicated no errors or alarms associated with the complaint. A rewind, load, and prime sequence was performed successfully with no issues. The pump was exercised for 24 hours on a 1unit per hour basal program, and no alarms or warning occurred during testing. The pump passed 29 hour flow accuracy testing and was found to be delivering within specifications. No defect was found on investigation.

Manufacturer narrative:
The user guide instructs the user not to expose the pump to MRI, and to follow normal safety practices in regards to x-rays. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.